Event description:
Customer reported damage to pump housing and usb port which affected their ability to charge the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was advised to put the pump into storage mode and return it using a pre-paid label within 10 days, and a replacement pump was arranged by technical support.